Event description:
It was reported that during a procedure, the console displayed errors 211 (laser power supply brick fault) and 213 (lps off setpoint). The console powered off and did not turn power on again. Due to this, the procedure could not be completed when the patient was under general sedation. There were no patient complications. This event is being reported for an aborted/cancelled procedure with a patient under anesthesia or sedation status is unknown.